Manufacturer narrative:
The instrument was not available for return. Therefore, it was not possible to carry out a physical product evaluation. DHR was reviewed, no deviation or issue were detected. Lot was manufactured according to specifications. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The surgeon advised that a patient received a ruptured posterior capsule as a result of the irrigation/aspiration tip becoming dislodged in the eye. This did not require a vitrectomy. The patient is stable and should not require further surgery or incident related treated however the patient will continue to be monitored.